Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. The helix was found retracted and clogged with dried blood/tissue. Visual and x-ray examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a right ventricular lead implant. During the procedure, it was noted that the lead was unable to capture at high threshold. A replacement lead was used to complete the procedure successfully. The patient was in stable condition.